Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. The customers blood glucose level was 600 mg/dl. Customer addressed bg by administrating a manual correction injection. Technical support advised the customer against using non-tandem charging supplies, provided a replacement tandem wall adapter and charging cable, and reminded the customer to monitor the situation.